Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 150mg/dl. Troubleshooting was performed and the device failed the displacement test. The caller stated that she had an x-ray while wearing the insulin pump. Advised the customer that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. The displacement test functioning properly.